Event description:
It was reported that during the procedure, a 2.5x28 xience v rx drug-eluting stent delivery system was advanced toward a heavily calcified lesion in a heavily tortuous unspecified coronary artery, but was unable to cross the lesion. The xience stent delivery system was withdrawn, and another xience v was used successfully to treat the lesion. There were no patient effects and no clinically significant delay in completing the procedure. Returned goods lab received the 2.5x28 xience with a separated hypotube shaft. Additional information was received that indicates that resistance was felt during removal of the xience and that the hypotube shaft had separated during use in the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the 2.5 x 28 mm xience v stent delivery system (sds) noted blood in the guide wire lumen, on the stent implant, on the balloon and on the hub. This is consistent with advancement of the sds into the body. It was confirmed that the hypotube and jacket were separated distal to the strain relief tubing. The hypotube fracture face was oval shaped as if kinked prior to separating. The jacket material was stretched at the separation. This type of failure is often attributed to ductile overload at a bend. Additionally, there were two kinks proximal to the separation and one kink distal to the separation. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. Since there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the kinks or shaft separation. Additional information was received from the account that indicates that resistance was felt during removal of the xience and that the hypotube shaft had separated during use in the anatomy. Therefore, in this case, the shaft most likely kinked during the attempt to cross the heavily tortuous and heavily calcified lesion, which then contributed to the resistance felt during withdrawal. Further manipulation of the catheter would have then contributed to the shaft separating. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. Additionally, a query of the complaint handling database for the reported lot was performed and there is no indication of a lot specific product quality deficiency.